Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the emergency room for high blood glucose. The mother stated that the customer's glucose reading was 589mg/dl the night before. It was stated that the customer began vomiting and had large ketones. Troubleshooting was performed. The daily totals were correct for the past two days. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. The mother stated that she does use insulin from the refrigerator. No further information was provided.